Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (therapy electrodes non-functional) has been confirmed. As received, the belt failed the therapy electrode recognition test. Upon evaluation, there was an open pulse wire inside the trunk cable. The cause of the non-functional therapy electrodes is the open pulse wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a an electrode belt indicating that the therapy electrodes were non-functional.